Event description:
It was reported that during a gastric to bypass revision procedure, the surgeon fired the device on the first firing with a green reload. The device locked on tissue and he had to force the trigger to open manually and removed the device. There was no intervention required or tissue that was torn. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.